Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.

Manufacturer narrative:
Additional information received: this follow up report is to report that this MDR is a duplicate of MDR # 3013111692-2025-25122. Please disregard this report due to this being a duplicate report. Device received for this event is being corrected from unknown atis ev implant catalog # unk atis ev implant to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information.